Event description:
It was reported that the user experienced a severe low blood glucose event after announcing an incorrect meal and delivering a bolus that exceeded the carbohydrates actually consumed, which the user attributed to not eating enough. Symptoms included hypoglycemia with fatigue, shakiness, and cold sweats, and the user reported a blood glucose of 60 mg/dl that was treated with fast-acting oral carbohydrates. Outcomes included an unexpected medical intervention in the form of medication required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.

Manufacturer narrative:
Initial.